Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction. The reported patient effect of angina, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2013, two xience v stents were successfully implanted, one in the distal left circumflex and one in the proximal left anterior descending coronary artery. Approximately 8 months post stent implantation, on (B)(6) 2014, the patient experienced chest pain and was hospitalized. Diagnostic imaging was performed and medication was administered. On (B)(6) 2014, the event resolved and the patient was discharged. There was no additional information provided.